Manufacturer narrative:
Additional information has been requested and, if received, will be provided in a supplemental report.

Event description:
It was reported that seven years postoperatively the implant developed impingement. The baseplate was removed and replaced with an arthrex baseplate positioned at the inferior glenoid. Prior imaging indicated a broken central screw, and a retained fragment was confirmed intraoperatively and removed using a burr and trephine.